Event description:
It was reported that during implant procedure, this right ventricular (rv) lead was an attempt due to high impedances out of range. The lead was succesfully replaced. No adverse patient effects were reported.